Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited increased shock and pacing impedances on the right ventricular (rv) lead. The rv lead was surgically abandoned and replaced. The ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was analyzed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported high impedances.

Event description:
This supplemental report is being filed as the device evaluation was completed.